Manufacturer narrative:
Upon inspection and testing of the device, the foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign matter was a mixture of fibrous polyamide and rod-shaped polypropylene. Polyamide is used for clothing and polypropylene is used for non-woven fabrics, such as masks, etc. It is likely the foreign matter was derived from these materials and not derived from the endoscope. However, a definitive root cause could not be determined. The reported issue (insufficient air supply) was confirmed and found to be caused by the clogged air/water nozzle. Insufficient water supply, and insufficient water removal capacity were also suspected to be due to the clogged air/water nozzle. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. There were scratches on the bending section cover and insertion tube. There were stains on the insertion tube, and the adhesive on the bending section cover was chipped. Scratches and stains were observed on multiple parts of the device. Per the legal manufacturer, these other issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. G3: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the air flow of the subject device was insufficient. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no report of patient or user injury associated with this event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material in air/water nozzle).